Event description:
On (B)(6) 2020, a relative contacted lifescan (lfs) us on behalf of the patient, alleging that their onetouch ultra2 meter read inaccurately high compared to a onetouch ultra meter. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged issue occurred on (B)(6) 2020 at 13:23. The reporter claimed the patient obtained an alleged inaccurate high blood glucose reading of "164 mg/dl" with the subject device and a reading of "117 mg/dl" on a onetouch ultra meter at 13:26. The patient manages their diabetes with insulin (novolog), "around 11 units depending on readings"; an increased dose of insulin (13units) was taken in response to the alleged high result. It was reported that, at 14:00 the patient developed "diabetes shock" with symptoms of "convulsing, sweating profusely, could not talk, could not move, she was incoherent, looked dazed, thirsty, screaming, eyes rolling, could not focus, hands crumpled" and that the patient's blood glucose measured "25 mg/dl" on another unspecified meter. The patient was treated by the reporter with food and drink ("sugar tabs, orange juice, ginger ale, and a peanut butter and jelly sandwich") gradually while performing tests on the patient's husband's meter until their blood glucose level reached "80 mg/dl". There was no report of any professional medical intervention as a result of the alleged issue. During troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted that an approved sample site was used for testing and that the correct testing process was being followed. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. A replacement device was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking insulin based on an alleged inaccurate high result obtained with the subject device.